Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2012 and suture was used. While suturing the fascia the needle pulled off the suture. The surgeon completed the procedure with a same like device. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. A microscopic examination of the needle revealed that the suture material appeared to have cleanly detached from the bore of the needle. However, the suture material was not returned for examination, it was not possible to determine the cause of the needle detachment.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.